Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) an osteotomy surgery was performed in a (B)(6) patient with cerebral paralysis and a cast was put on. Control was done with rx observing proper position of the plate and screws. On (B)(6), control with rx was performed and a fracture was observed on the left screw with deviation of the femoral head. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was not performed because no lot number was provided. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
The additional evaluation noted the breakage of a locking screw occurred below the screw head in the junction screw head to screw shaft. The dimensions of the investigated locking screws were checked using a digital sliding caliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The breakage of the locking screw occurred below the screw head in the junction screw head to screw shaft (threaded parts). After breakage the fragments rubbed against each other causing destruction to the fracture surfaces. The threaded parts of the locking screws show also strong plastic deformation and abraded areas. These observations and findings indicate that the failure of the screws was caused by fatigue and overload (double-sided bending load). A failure resulting from either a material defect or the manufacturing process can be excluded.